Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's breast capsular contracture was baker grade iii during the explantation surgery on (B)(6) 2022. The capsular contracture caused upward displacement of the implant. The patient also underwent left breast capsulectomy.

Manufacturer narrative:
On april 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On april 15, 2022, mentor became aware that the correct date of implantation was on (B)(6) 2021. Mentor also became aware that the patient's implant was replaced with a 325cc mentor memorygel breast implant (catalog: 3503254bc lot: 9638035 sn: (B)(6)).

Manufacturer narrative:
On march 4, 2022, mentor became aware that the patient had undergone implant removal surgery. On march 15, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the date of explantation was on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii-IV), post-procedure. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.